Event description:
The clinician reports the implant was inserted (B)(6)2013 in ada 3 of the patient's mouth. On (B)(6)2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.